Manufacturer narrative:
(B)(6) 2016 additional suspect medical device components involved in the event: model #: sc-2218-50 serial # (B)(4) description: linear st lead, 50 cm it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient passed away in her sleep. The physician does not know if the patient¿s passing was related to the device.